Manufacturer narrative:
Batch review performed on 04 august 2025. Lot 2246775: (B)(4) items manufactured and released on 06-sep-2023. Expiration date: 2028-ago-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department revision 1 year and 8 months after primary rsa due to a loose baseplate. The reason of this event it may be poor integration and possible mechanical instability of the glenoid component and notintegration of the bonegraft. There is no reason to suspect a malfunctioning device. Root cause: implant mobilization is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had pain due to a loose baseplate and the cause is unknown. At about 1 year and 8 months post primary the surgeon revised the baseplate, glenosphere, screws, liner and metaphysis. The surgery was completed successfully.